Event description:
Additional information received that no known further intervention was undertaken regarding respiratory complications and issue resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the ipg replacement procedure (B)(6) 2017, the patient experienced respiratory complications. Following the implant procedure, the incision site was closed and patient was placed in the supine position. No intubation nor CPR was required. Impedances were checked.